Event description:
The customer reported that the malfunction of the fm20 monitor's speaker, as no sound is emitted during the operation of the device. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E.1. (B)(6). It was confirmed the speaker is defective. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The remote service engineer (rse) spoke with the customer whole confirmed a malfunction of the fm20 monitor's speaker and there was no sound is emitted during the operation of the device. The customer specifies that they are not trained or authorized to replace equipment parts. The customer therefore wanted an on-site intervention to be scheduled by a philips technician. Philips field service engineer (fse) went onsite and replacing the loudspeaker and all functions were okay. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a loud speaker malfunction. The issue was resolved by replacing the loudspeaker and other parts and the product was returned to the customer.